Event description:
It was reported that the patient underwent a revision surgery to replace broken rods.

Manufacturer narrative:
The devices have not been returned to medtronic for evaluation. Unable to determine the cause of the event.